Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was implanted into the patient on (B)(6) 2003. According to the complainant, the patient experienced extreme pain, dyspareunia, bleeding, infections and urinary problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.